Manufacturer narrative:
The endocuff is not registered/sold in the USA and the event occurred in germany. The suspect device referenced in this report was not returned to olympus. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event could not be identified. The instructions for use (IFU) of the subject device states risk of possible perforation by excessive and forcible device handling. However, there was no such information provided and further investigation was difficult to be conducted. The IFU further states risk of perforation by device handling in the following chapter. "Important information please read before use - ¦warnings and cautions: warning. Chapter 4 operation ¿ 4.1 precaution". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a patient's colon perforated during a routine diagnostic colonoscopy intended to exclude polyps at a diagnosed/known diverticulosis while using a colonovideoscope and endocuff. The entry to the sigmoid was swollen and tight thus, the "foots" of the endocuff snagged and hooked into the colon making the insertion of the scope difficult. The physician assumed the endocuff hooked into the tight spot and upon moving the scope forward, a rupture occurred under the diverticulum. The perforation was an approximately 2-centimeter large tear at the rectosigmoid junction and not in the diverticulum area of the sigmoid colon. The procedure was aborted directly after the perforation and the proximal part of the colon up to the coecum was no longer examined. The patient successfully underwent an emergency surgery that same evening in a university clinic. A follow up on december 18, 2023 was done and there were no permanent damages. The physician assumed the event was caused by the endocuff cap and that without it, a better handling of the scope would have been possible. The physician also noted that the patient's pronounced diverticulosis may have contributed to the snagging of the cap.